Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Upon visual inspection of the returned foil pouch had an indentation matching the location of the pin hole found on the powder pouch. The indentation did not break through the foil pouch. The lip of the hole opened and the pouch leaked powder. The outer box has a visible crease. The DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported there was a pinhole in the powder packaging pouch. No further information is available at this time.